Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bad cable, leaking from the video connector and camera head switch buttons cover. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: no image with the device due to a bad cable/connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had no video image. The issue was identified during inspection for use. There were no reports of patient harm.